Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and difficulty moving. The cause of the peritonitis was unknown. The patient was hospitalized and treated with injection amikacin (25mg, 4 times, intraperitoneal, discontinued after 4 days), injection cefazolin (25mg, 4 times, intraperitoneal, discontinued after 4 days), injection wystar (0.5mg, twice a day, intraperitoneal, discontinued after 48 days) for peritonitis. On an unknown date, the patient was recovered from peritonitis. Action taken with pd therapy was not reported. No additional information was available.